Event description:
It was reported the angio-seal was deployed with no difficulties. Two days later, the pt experienced a cold and painful leg. After six days of symptoms, the pt underwent a vascular procedure which revealed the anchor was embedded in soft plaque from the posterior wall of the femoral artery. Surgically the collagen was removed from the artery and a graft procedure was performed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.